Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and cervical/neck. It was reported that the patient (pt) did not need stim anymore and wanted it to be removed. The pt was redirected to their health care professional (hcp) but stated that they did not have one because of insurance and a physician listing was sent. The pt's address was verified and a replacement antenna was sent in case he needed to charge the ins. The pt also stated that he had difficulty charging and the ins was moving in the pocket. The pt stated that it was very difficult charging the ins and stated that it was very sensitive and he had to have the antenna in a specific spot. It was stated that he had the antenna replaced and it worked for a while but he had not charged and not felt stim for about 7 days but did not have a return of symptoms. The pt stated that the symptoms he had were " zingers" on the right side of the back of the neck. The pt stated that he thought that he no longer needed the stimulation. It was confirmed that the ins moved about an inch to either side and it rolled in the pocket, making it hard to charge. The pt stated that the ins moving made it very difficult to charge and he had to have his wife hold the antenna in place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that they were having difficulty charging the battery. The battery charge went to 0 and the stimulation was not working. The patient inquired if he should have the ins removed since the stimulator was not working. It was noted that the back pain and "zingers were most resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.